Event description:
It was reported the lead was withdrawn from the patient during initial implant secondary to active fixation malfunction: the screw did not work. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within four turns. Helix, fully extended, measure .077 inches within specification. Primary analysis finding: no anomalies found.